Event description:
It was reported that the device will be replaced early because the device was unable to accurately predict the longevity. It was also reported that the right ventricular lead was not pacing. The lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.